Event description:
During routine assessment of ett, it was discovered that pilot balloon was not inflated. Clinical staff appropriately assess, and attempted to inflate cuff; however, pilot balloon remained deflated. Pilot balloon then became disconnected/fell off. Provider successful exchanged tube following disconnection. Pt remained stable.